Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in-clinic reporting pain while pacing. Upon performing a computerized tomography scan, the right ventricular lead was found to have perforated, leading to unintentional extracardiac muscle stimulation. The physician and implanting surgeon disputed the result of the imaging. The rv lead was repositioned on (B)(6) 2021. The patient reported no pain with pacing post procedure and was in stable condition.